Manufacturer narrative:
The lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead was difficult to position. The patient's anatomy was tortuous and the physician tried with several catheters to access the target vessel, but was not able to advance the lead far enough. When the lead was finally in a suitable position, the pacing impedance measurements were greater than 3,000 ohms and the pacing thresholds were high. It was noted the physician was placing the pacing system analyzer (psa) clips directly on the lead terminal pin and did not use the connector tool. The physician abandoned the lv lead implant and the procedure was completed. No adverse patient effects were reported.